Manufacturer narrative:
Calibration and control data was acceptable. A sample from the patient was provided for investigation. The results obtained by the customer could be reproduced. The sample did not contain interferents to the streptavidin or ruthenium components of the assay. The sample was measured using mass spectrometry assay ie2 on a cobas i601 and it gave a significantly lower result (< 1.5 pg/ml). The elecsys assay result was incorrectly elevated. The result constellation suggests a cross-reaction by metabolites or other steroid compounds in the patient sample. Further clarification of the interferent was not possible. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.".

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with elecsys estradiol iii on a cobas e 801 module. The customer suspects the patient sample contains an interfering factor against the elecsys estradiol assay. The patient sample was initially tested on an abbott analyzer on (B)(6) 2024, resulting in an estradiol value of < 15 ng/l and this was within the expected value range for patients. The sample resulted in an estradiol value of 50.5 pg/ml when tested on the e 801 analyzer. The sample repeatedly measured values "around 50.5 pg/ml". The patient had no visible estrogen effect, which would have been expected in relation to the value measured on the e 801 analyzer.